Event description:
On (B)(6) 2012 the patient underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. On (B)(6) 2014, follow up imaging identified a type ii endoleak originating from a patent inferior mesenteric artery (ima). The images show an aneurysm measurement of 6.3 x 6.4 cm compared to a measurement of 5.6 x 5.9 cm on (B)(6) 2013. On (B)(6) 2014, an intervention was performed to treat the endoleak. Prior to the procedure, the left hypogastric artery was embolized. An iliac extender component was first implanted on the left side for distal extension on the previously placed contralateral leg component. Next, a contralateral leg component was implanted between the iliac extender and contralateral leg components to bridge the two devices. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
Brand name: patient medications include amlodipine, lisinopril, lasix, aspirin, pravastatin and hydralazine. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved in this event: pxt261414/9642477 and pxc231200/9664501.